Manufacturer narrative:
It was reported that the patient experienced a csf leak during the lead placement procedure. The physician decided to abandon the procedure. The patient was instructed to lay flat and was kept in the post-op area for two hours. No blood patch was performed, and the patient was asymptomatic. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient experienced a csf leak during the lead placement procedure. The physician decided to abandon the procedure. The patient was instructed to lay flat and was kept in the post-op area for two hours. No blood patch was performed and the patient was asymptomatic.